Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the bottom half of the touchscreen became unresponsive. Customer's blood glucose level was 199 mg/dl. Customer stated they have back up manual injections for insulin therapy.